Event description:
It was reported that insulin gauge on pump displayed an amount different than expected, with fill estimate showing a significantly lower value than caller¿s calculated amount despite insulin being delivered and necessary preparation steps being followed. There was no reported impact to the customer¿s blood glucose level. Caller was instructed not to overfill cartridge, planned to fill and load new cartridge independently, and agreed to monitor pump and follow up with technical support if necessary.